Event description:
A health care provider reported that a patient with a prior history of lasik had their light adjustable lens (lal, sn (B)(6), +21.0 d) explanted due to visual disturbances.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).